Manufacturer narrative:
The pad device was installed on (B)(6) 2010 with the device performing and passing an auto self test. There were three further manual power ups at that time. Successful auto weekly self tests occurred and passed every week up to (B)(6) 2012. There were five manual power ups of less than two minutes duration during this period. The last event was a successful manual power up on (B)(6) 2012. The investigation was unable to replicate the reported fault. There was no evidence in the history log or during testing at heartsine that would indicate the device was switching itself on automatically. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.